Manufacturer narrative:
Multiple attempts were made to obtain the device, pictures, or the lot number with no information provided. Without this pertinent information the complaint cannot be investigated. Based on this information, no further actions are required. This can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or need for corrective actions, a follow up report will be submitted.

Manufacturer narrative:
The hospital can not release the device to symmetry for evaluation. Additional information was requested along with pictures of the broken device. At this time the lot number and age of the device is unknown. A follow up report will be submitted once we have received additional information. User facility report# (B)(4).

Event description:
The customer alleged that during a redo right sided hemilaminectomy/discectomy surgery, the tip of the nerve hook during dissection broke off. Despite the efforts to locate the tip, it could not be located. An x-ray was completed with no foreign bodies present inside the patient.